Event description:
The reporter stated that the surgeon implanted a micl 12.1mm implantable collamer lens in the patient's right eye on (B)(6)2010. Lens was explanted on (B)(6)2010 due to patient having an increased amount of pressure and swelling of the corneal. The patient also had severe headaches and vomiting. The lens was removed with no widen incision and no suture was required. No other lens was implanted. The patient's last visit was on (B)(6)2010, bcva was 20/20. The patient was prescribed eye drops for pressure. See MFR #2023826-2010-00807 for the left eye.

Manufacturer narrative:
(B)(4): evaluation results - a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).